Event description:
A patient reported blood glucose results of "225 mg/dl, 65 mg/dl, and 220 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the patient through two blood glucose tests and obtained results of 239 mg/dl and 225 mg/dl with a lifescan meter performed within 10 minutes of each other.